Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis if it is explanted in the future, as well as to indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported that lap-band surgeon "suspects" the pt port "is leaking." The device remains implanted at this time. No further info was provided. Further f/u is being conducted.